Event description:
Reported by an attorney. Pt claims to have suffered serious bodily injury, including extreme pain, erosion of her internal bodily tissues and other injuries similar to the ones described in the FDA's public health advisory of 10/21/2008.